Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing difficulty charging the ipg and it is difficult for the ipg to communicate with the external devices. In addition the patient has to charge for several hours due to the ipg only communicating intermittently with the charging system. The sjm representaive assessed the device by palpation and is feels as if the ipg has migrated. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed and the issue has been resolved.